Event description:
The user facility reported a 60-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The medical staff had difficulty delivering an impella pump due to the patient's anatomy. After several attempts they were able to deliver the pump.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition. This report is being filed as part of a retrospective review of historical records.